Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was likely due to a faulty slider switch. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, stiff scope socket slider switch and corrosion in the air tubing and pump were noted. In addition, the xenon lamp light output tested below specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source flashes when the scope is connected. Several attempts will be required before the unit operates properly. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.